Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be oct 27, 2022.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed. The device evaluation found foreign objects in the nozzle, the bending section rubber was dirty, the nozzle was deformed, the distal end cover was scratched, the connection between the bending section and the connecting tube was not secured, the adhesive on the bending section rubber was detached, the connecting tube was discolored, the universal cord was scratched, the right/left knob had play, the angulation in the down/left/right directions were out of standard, the bending section could not bend in the up direction, and the water flow was reduced due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.